Event description:
A customer reported that a vitreous cutter did not cut before a procedure. A new cutter was opened to start and complete the procedure.

Manufacturer narrative:
No 23ga accurus probe was returned for evaluation for not cutting. Three probe lots were associated with the complaint. The device history records (DHR) for the three lots, manufactured in august 2014, were reviewed. All three lots had the same abnormality that may have contributed to the customer complaint issue. The abnormality was mitigated through reprocessing and the product was released according to the company's acceptance criteria. A complaint history review indicates (B)(4) additional complaints were associated with these lots. Because a sample was not returned and the lot information indicates all product met specification after mitigation was performed, the root cause for the customer complaint issue cannot be determined. (B)(4).